Event description:
Medtronic physio-control is investigating failures identified during the manufacturing process of a circuit used to determine the status of the electrode connection of a pt. If the device incorrectly determined the electrodes are not connected, use of the device to analyze a pt's rhythm and delivery therapy would be inhibited.